Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/04/2024, it was reported by a sales representative via (B)(4) that an ar-6480 pump has a pressure control that is not working. The contact has tried troubleshooting, but has declined additional troubleshooting steps at this time and has requested for a replacement to be sent out. This occurred during use in several cases with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.